Manufacturer narrative:
The reported device was manufactured and distributed by small bone innovation, inc., (B)(6) and implanted prior to howmedica osteonics corp.¿s purchase of certain assets of sbi on (B)(6) 2014. Stryker became legal manufacturer of this product on (B)(6) 2015 and has taken the responsibility for medical device reporting. Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Unknown star talus component. Device will not be returned.

Event description:
Patient's ankle is unstable. Inproper positioning from the primary surgery. All implants are getting pulled out and surgeon has to do a recut. Will implant competitor product and use their stem component. Doing bony work as well to help reposition the foot to get it back in line. None of the implants are broken. Was informed of an upcoming total ankle revision. Informed of the surgical intervention plan to remove and replace total ankle. Scheduled surgery date is (B)(6).

Manufacturer narrative:
The evaluation revealed all implants to be primary products. No deviations were found during review of the manufacturing and inspection documents (DHR). The items returned were documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. All star implants were explanted; the visual inspection revealed that the implants are not damaged or broken. According to the available information the star implants were incorrect implanted in (B)(6) 2013 leading to an improper position. Therefore several revisions were performed i.e. Exchanging a sliding core in (B)(6) 2015. Finally the implants were removed to re-model the bone surfaces to correct the position. Competitor implants were implanted. The IFU and operative technique includes that every surgeon / user must be trained prior using the star system; pre-operative planning is essential to guarantee a correct implant position. Furthermore the correct implant size must be chosen carefully. Pre-operative planning and surgery steps are explained in detail. Based on the given information a manufacturing issue can be excluded; the removal due to improper implant positions is related to the user of the primary implantation in 2013. Discrepancies were detected during risk analysis review; (B)(4) was already initiated. No other non-conformity identified; no previous or actual actions are in place.

Event description:
Patient ankle is unstable. Inproper positioning from the primary surgery. All implants are getting pulled out and surgeon has to do a recut. Will implant competitor product and use their stem component. Doing bony work as well to help reposition the foot to get it back in line. None of the implants are broken. As informed of an upcoming total ankle revision. Informed of the surgical intervention plan to remove and replace total ankle. Scheduled surgery date is (B)(6).